Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched for this event. Per conversation with customer via telephone, the customer technical support specialist (cts) assisted the customer in reattaching the tubing at the y fitting to the dual diluent filters resolving the leak. The instrument is operational with no further issues to date. Failure mode of the leak was related to the detached tubing to the dual diluent filters. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 20 ml of clear liquid was leaking under the coulter ac*t-diff analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.